Manufacturer narrative:
The harmonic curved insert accessory was returned and evaluated. Engineering confirmed the customer reported complaint and found the insert to have a broken curved blade and clamp arm. The broken surface of the blade is flat with a small chip, evidence that external force to the blade tip was applied. The clamp arm joint showed evidence of over extension. No other damage was found.

Event description:
It was reported that during a da vinci s hysterectomy procedure the harmonic curved shears insert would not hold on to the harmonic curved shears instrument and fell into the patient. The insert was retrieved from the patient and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.